Event description:
Two days before the report, the patient stumbled on some steps and had to catch herself. Since then, while the stimulation was on, the patient experienced a shocking or jolting sensation at the lead-extension connection location, it moved up to where leads were placed when stimulation is on. When stimulation is off, the patient experienced spasms that subside after time. The patient was evaluated by the physician's assistant on (B) (6) 2009. The patient reported several falls. Impedance measurements were high on electrodes 4-7. The patient was taken for x-ray. No determination was made as to integrity of leads. Reprogramming was done using 0-3 electrodes. The patient did not feel shocking but also did have complete coverage. She was referred for lead revision. The appointment with the surgeon was pending. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).